Event description:
It was reported that the external pulse generator (epg) suddenly powered off by itself while connected to the patient. The patient experienced a drop in pressure and bradycardia. There was also reported "low battery issues." The epg was replaced. The patient was ok. No further patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) no anomalies found.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) no anomalies found. Further review prompted a change in the device analysis results.

Event description:
It was reported that the external pulse generator (epg) suddenly powered off by itself while connected to the patient. The patient experienced a drop in pressure and bradycardia. There was also reported "low battery issues." The epg was replaced. The patient was ok. No further patient complications were reported as a result of this event.